Manufacturer narrative:
Button error alarm due to moisture damage on keypad traces. Insulin pump received with minor scratched display window and cracked reservoir tube lip.the insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer received a button error alarm. The customer's blood glucose level was not reported. The product was returned. Nothing further to report.